Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the false air in line messages, which were confirmed during review of the event history log, but not reproduced during evaluation. The device passed testing for air in line alarms. Due to the intrusive investigation the upstream sensor will be replaced.

Event description:
It was reported that a spectrum pump "air detector". It was also reported there was no patient involvement.